Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. Boston scientific technical services (ts) requested a report to perform an analysis of the data. The device was explanted and replaced. It is unknown if this device is going to be returned. No additional adverse patient effects were reported.